Manufacturer narrative:
(B)(6). No sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. Batch record review results: lot 1a00379 was manufactured on (B)(6) 2021 in the convex two (2) piece (ost) manufacturing line, with a total of 5,184 mkus. On (B)(6) 2021, compliance engineer ID (B)(6) performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material 1156501 and manufacturing order 1561168. No issues related to the defect were found in the documentation. On (B)(6) 2021 a complaint search for lot 1a00379 and malfunction code was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed. As per complaint manufacturing investigation procedure, it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed (this was concluded that this is not a quality issue) and no potential trend is identified. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 9 of 11. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user visually inspected wafers and found that 11 wafers out of 2 market units from same lot had the starter moldable hole off centered prior to use. The products were not used. No photo is available at this time.